Event description:
The line broke 1/2 of the way into the hub. The break was inside the hub. The IV had broken loose, and there was a puddle of blood on the bed. It is unknown what was being infused at the time.